Event description:
Customer reported machine intermittent freezing. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Pulled out error log, found unit was never used when call was placed on (B)(6) 2008. Inspected errors on (B)(6) 2008, and found normal boot up sequence, even normal fluoro was recorded. No problem found. Returned unit back to service.